Manufacturer narrative:
The date received by manufacturer has been used for this field. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the bd nexiva¿ closed IV catheter system tubing separated and caused blood leakage. There was no report of injury or medical intervention.

Event description:
It was reported that the bd nexiva closed IV catheter system tubing separated and caused blood leakage. There was no report of injury or medical intervention.

Manufacturer narrative:
Observations and testing could not be performed because units were not received for investigation of this incident. A complaint history check was performed, and this is the 1st related complaint reported with the defect/condition of catheter kink/bent with lot #8145552 regarding item (B)(4). DHR review was performed on lot number 8145552. The lot number was built/packaged on nfa line #2 from 26may2018 thru 03june2018. Review of DHR revealed all required challenge samples, set-up and in process testing was performed in accordance with the quality plans. Review disclosed two non-related qn¿s were initiated during the build of this lot that would not impact the outcome of the quality of the product relevant to the defect stated in the pir. The defect separation inserter from tubing; could not be identified or confirmed, and cause could not be determined, as the units described in the product incident report were not returned for evaluation and testing. The analysis of peura (end user risk analysis) was analyzed to determine the risk to customer.